Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00888, 0001825034-2021-00889, 0001825034-2021-00890, 0001825034-2021-00891, 0001825034-2021-00892, 0001825034-2021-00893.

Event description:
It was reported that the patient received an initial left total knee arthroplasty. Approximately 5 years post implantation, the patient was revised for an unknown reason. Subsequently, the patient underwent another revision 3 years later due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.